Event description:
Patient underwent surgical intervention to have their generator and lead explanted. The explanted devices were returned and underwent product analysis. Product analysis was completed on the returned lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Abraded openings were noted on the outer and the inner silicone tubing. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. The issues found in pa with the lead was reported in MFR. Report # 1644487-2021-01167. Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.081 volts, and the memory locations on the generator indicated that 39.499% of the battery had been consumed. Due to the visual appearance of a possible break in the negative feed-thru wire and a high impedance value from the system diagnostic, x-rays of the pulse generator were taken at the feed-thru assemble. The x-rays of the feed-thru assemble revealed a break in the negative feed-thru wire. Scanning electron microscopy images of the feed-thru wire shows an indication suggesting that a stress induced fracture has occurred on the negative feed-thru wire. However, due to mechanical distortion (smoothed surfaces) the exact fracture mechanism cannot be ascertained. The mechanical damage noted on the broken feed-thru wire in the vicinity of the gold brazing have been the contributing factor for the broken negative feed-thru wire. It was not determined if the feed-thru assemble component was damaged as received from the manufacture or occurred during the assemble process of the pulse generator. The issues found in pa with the generator is captured.